Event description:
The customer reported the device is alarming low leak co2 rebreathing risk. No patient involvement reported.

Manufacturer narrative:
(B)(6) 2018. (B)(4) 2018. This gas delivery system failure was caused by an out of spec air flow sensor u1. Replacement of u1 corrected the failure with no other faults identified.